Manufacturer narrative:
(B)(4). The event occurred in: (B)(6). (B)(4).

Event description:
The customer complained that their current cassettes of elecsys ft4 ii assay are only stable for a few days. The customer stated the issue was affecting two cassettes of reagent lot 288197 loaded on their cobas 6000 e 601 module. The initial ft4 ii cassette of reagent lot 288197 was first loaded onto the cobas e601 on (B)(6) 2018. The calibration and qc results were okay. On (B)(6) 2018 the customer started to notice many low patient results. Therefore the customer loaded another reagent pack onto the analyzer and performed a new calibration and retested the low ft4 ii patient samples. The customer provided the patient results for 19 patient samples of which all were a reportable malfunction. Please refer to the attachment to this medwatch for relevant data. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The customer also recalibrated the original pack of reagent and the calibration factor had changed noticeably from its initial calibration factor. On (B)(6) 2018 the customer noticed qc results were drifting, so they recalibrated both reagent packs of ft4 ii again and the calibration factors were considered not good. It was not provided if the qc results were still in the acceptable range or not. The customer loaded a new lot of reagent on (B)(6) 2018, lot 303235. The calibration and qc results were okay. The cobas e601 serial number was (B)(4). The customer believes the issue was related to the shipment of the reagent. The investigation is currently ongoing.

Manufacturer narrative:
Unusually low calibration signals were observed for several reagent packs, but the initial qc results were acceptable. Based on the calibration, qc, and the global recovery data that was provided, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The repeat results were deemed correct. The customer stated out of the 4 reagent packs used, they have experienced issues with 3 of them. The storage conditions were within specifications as well as allowing the reagent pack to reach room temperature before placing on the analyzer. The investigation is currently ongoing.